Manufacturer narrative:
One monarch handpiece was returned for evaluation for the report of the injector doesn't work, it is not possible to inject the implant with it. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger was bent. A functional thread to barrel engagement check was performed and found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming. When releasing the plunger/knob assembly, the plunger went pass the two inscribed lines did not contact the ramp. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be nonconforming for visually and dimensional inspections; therefore the injector doesn't work and it is not possible to inject the implant with it, as described in the complaint was confirmed. The root cause for the nonconforming plunger position height and bent plunger is unknown. How and when the plunger became bent cannot be determined from this evaluation. The most likely cause of the injection delivery and injector issue is from improper handling of the product. This injector has been in service for approximately 6 years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure the surgeon noticed a defective injector. The injector did not work and was not possible to inject the implant. The surgery was completed with the replacement lens during initial procedure. Additional information has been requested.